Event description:
It was reported to philips that the device was not booting, stalling at 00:00. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the device was not booting, stalling at 00:00. Review of the log file analysis confirmed the geo pc malfunction ¿malfunctioning geo-pc¿. Upon further inspection, philips field service engineer (fse) inspected the system onsite and found the faulty power supply in geo pc. The defective geo-pc was returned for failure analysis and confirmed the failed component ¿psu, hdd¿. Failure mode ¿unit non-functional/dead, wrong component, battery charge/discharge issue¿. Fse replaced the geo pc and completed software download to pc. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.